Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderatelu tortuous and severely calcified iliac artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during inflation at 14 atnospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was stable.